Event description:
Attempted to cross into prox rca stent with assist of guideliner, attempted to prolapse wire became lodged and when attempting to pull back tip became dislodged and free from wire." Under harm to patient: "tip of wire was unsuccessfully retrieved".